Event description:
It was reported that the patient underwent a left total knee arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2014 due to loosening of the femoral and tibial components. During the procedure, the polyethylene tibial bearing, femoral component, and tibial tray were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-07934/ 07935).